Manufacturer narrative:
The system was not made available for evaluation as the issue was resolved with a reboot. There were no parts returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the emitter was getting a red status on the system. They reseated the cables and the emitter began functioning again. There was no patient present at the time of the event.